Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the unknown surgery, when insert the anchor, anchor was broken off. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor was slight chipped/ broken but remains held in place by the suture. When observed under magnification, no structural anomalies were observed that could have contributed to this failure. The possible root cause for the reported failure can be attributed to axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, this cannot be conclusive determined. Given that lot number was not provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot number becomes available, the mre review will be performed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported that during the unknown surgery,when insert the anchor, anchor was broken off. Removed all the pieces from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.